Event description:
The customer reported a leak when using the coulter act diff analyzer. The probe drips one drop at the end of startup on the instrument. The drip only occurs during startup and not during sample analysis. The operator was wearing gloves when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer contacted the customer and asked them to replace the diluent filters (hydrophilic filters) to resolve this issue. The customer ran startup and no further leakage observed. (B)(4).